Event description:
Unauthorized offering for sale of tosoh biosciences inc. (Tbi) reagents. Willfully obscuring the handling and storage conditions as well as obstructing tbi¿s recall protocol through these actions. Items offered include tumor markers, cardiac markers, metabolic markers, thyroid markers and reproductive markers. (B)(4).

Manufacturer narrative:
(B)(4) .